Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Review of the device data logs confirmed the occurrence of the internal battery error message and revealed the occurrences of total power failure alarm. The internal battery was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. The investigation determined that the reported event was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message. There was no patient harm or serious injury reported as a result of this incident.